Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the screwdriver used in the procedure was newer and not compatible with the application software installed onto the navigation system. The representative reported that they were able to verify instruments in a tracker without fault. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the surgeon felt an imprecision when using the screwdriver for the procedure. It was reported that the surgeon felt that screws were off when placed with the screw. It was noted that the patient was larger and that the surgeon had to retract quite a bit with the driver, resulting in the imprecision. It was reported that a confirmation image acquisition showed that two screws required revision. The revision was then performed without any additional issue for the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.